Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The issue was not reproduced through troubleshooting of the device. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. The device was found to operate within specification during testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had a failed downstream occlusion issue the occlusion occurred exceeding acceptable limits while testing. There was no patient involvement. No additional information is available.